Manufacturer narrative:
The UDI is unknown since the part and lot numbers were not reported. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported. The investigation determined the reported device damaged by another device appears to be related to operational circumstances of the procedure. Based on the reported information, during advancement through the previously implanted stents, the guide wire became trapped under the stent struts. Manipulation during retraction against resistance likely resulted in the tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The bmw guide wire is being filed under a separate medwatch report number. The voluntary medwatch for the bmw is attached.

Event description:
It was reported that this was a very complex case in the 90% stenosis in the heavily calcified and heavily tortuous right coronary artery (rca) which required multiple devices, multiple predilatations, and atherectomy. Four overlapping xience sierra stents were implanted along the length of the rca with the fourth stent extending into the ostium. There was good flow and good hemodynamics. Ivus (intravascular ultrasound) was performed and showed no dissections. Post dilatation was performed along the entire length of the four stents with a 3.0x30 noncompliant balloon dilatation catheter at 20 to 24 atmospheres. During removal of the bdc it was difficult to remove from the non-abbott guide wire, so both were removed as a unit. The bmw (balance middle weight) guidewire was advanced, but became caught under a stent strut in the ostial rca. When the wire was retracted, approximately 1 to 2 mm of the tip separated from the guide wire. No attempt was made to snare out the separated tip. It was trapped behind the stent strut. The patient has since been discharged from the hospital and is reported to be doing well. No additional information was provided. A voluntary 3500 medwatch report was received that states: the patient underwent a pci of heavily calcified 90% tandem lesions in a tortuous mid rca. During the procedure, a run-through wire was loaded and a fine cross catheter was used to cross serial stenoses in the mid rca and passed into the distal rca. A balloon was advanced into the mid rca but could not be advanced to the more distal severe stenosis. There was a significant waist in the balloon. An atherectomy was performed and was successful at crossing both mid rca stenoses. Despite multiple maneuvers, a promus elite drug-eluting stent could not be deployed into the mid to distal rca. Therefore, this was removed and aggressive predilatation was performed. A sion blue wire was advanced into the distal rca to act as a buddy wire. Wires [balloons] were then advanced over the sion blue wire and predilatation was performed. Four xience sierra stents were deployed extending to the ostium. There was no evidence of proximal or distal stent edge dissection. Postdilatation was then started. While trying to remove the balloon, it was noted that the balloon was stuck to the sion wire and therefore both of them had to be removed as a unit. It was very difficult to rewire through the stent struts into the rca. A bmw wire was used. While trying to remove the wire, the very tip of the wire, @ 1 to 2 mm, sheared off and was wedged behind the stent strut at the ostium. After prolonged attempts to remove the tip of the wire, further attempts were abandoned as the risk of causing dissection in the vessel or even the aorta would be increased with further attempts. Post procedure, the vessel had timi-3 flow, the patient was free of angina and was hemodynamically stable.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [medwatch 3500 re abbott bmw wire 3-17-2020 (1).pdf].